Event description:
The patient was implanted with a vascular access graft in a loop configuration in the left femoral artery. The surgeon reported a blockage and the area was opened to remove thrombus from the top of the loop: however, a graft shunt was abandoned because the vascular access graft was reported to be breaking apart.

Manufacturer narrative:
Currently, dialysis is being performed via direct av access. Arterial superficialization is planned for a later date. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted, when the manufacturer's investigation is completed.